Manufacturer narrative:
During use of a 6/7f mynxgrip device for vascular closure (vcd), the advancer tube didn't come out and it seemed like sealant problem. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot f1809505 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube not present¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, the event may have been caused by an incomplete engagement of the advancer tube during the procedure. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, which results in no emergence of the advancer tube and the device failing to deploy. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6f-7f mynxgrip device for vascular closure, the advancer tube didn't come out and it seemed like sealant problem. There was no reported patient injury and the device will be returned for analysis.